Manufacturer narrative:
The proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was further reported that the rv lead exhibited noise on the electrogram (egm) and an apparent fracture was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6)2008. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of sensing integrity counter (sic), non-sustained tachycardia episodes, and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.